Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
That slime was a big thing for my throat that never came out again [accidental device ingestion]. Case description: this case was reported by a consumer via (B)(6) an interactive digital media and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. Corega (unspecified denture adhesive or denture cleanser) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: adverse event information received from a consumer via interactive digital media ((B)(6)) on 18-mar-2021. Consumer reported that, "thank god that I used only about 2 months and that slime was a big thing for my throat that never came out again." Follow up information received on 18-mar-2021 from quality assurance (qa) department regarding (B)(4) for lot number unknown. The investigation reports concluded that, complaint stands complaint inconclusive as no evaluation could be performed because no sample returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated.